Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent high out-of-range right ventricular (rv) lead impedance measurements. There was also evidence of oversensed noise. Attempts to recreate noise were unsuccessful. A lead fracture was suspected but could not be visually confirmed by x-ray. The physician has elected to monitor the patient. No adverse patient effects were reported. The device remains in service.